Event description:
It was reported that the patient experienced diaphragmatic stimulation during atrial pacing and the atrial lead exhibited loss of capture and loss of sensing. Programming was changed to vvi, resolving the diaphragmatic stimulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.